Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent dexcom g7 pairing failure in the ilet app despite multiple troubleshooting steps, including restarts, bluetooth resets, and manual code entry; the app reverted to ¿start sensor¿ and the device displayed a bluetooth version of 0.00.00, consistent with a communication malfunction between the ilet and the cgm. Symptoms included cgm data unavailability to the ilet due to signal loss. Outcomes included interruption of automated insulin dosing control that required replacement of the cgm to restore integration. Investigation included remote troubleshooting and review of device behavior during pairing attempts. Investigation of this case revealed a failure to establish or maintain bluetooth communication between the ilet and the dexcom g7, consistent with a communication or software interface problem. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm-to-pump communication failure related to software or bluetooth interface dysfunction.